Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 134671: (B)(4) items manufactured and released on 03 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectacer reference 01.29.209 (k112115) biolox delta ceramic ball head 12/14 ø 36 size m 0. Lot 174039: (B)(4) items manufactured and released on 20 october 2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection after about 1 month from the primary. The pathogen is not known. Head and inlay were revised.